Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer was generated a hemolysis index reading of zero on one (1) patient's sample that was noted to be hemolyzed (the sample appeared red). Two (2) reruns were performed on the same patient sample and gave hemolysis index readings of 4. The customer felt a serum hemolysis index of 4 was more accurate for the visual red color that appeared in the sample. Five (5) assays for this sample gave different results for the first run when compared to the repeated runs. Assays in question are potassium (k), glucose cartridge (glu), total bilirubin (tbil), aspartate aminotransferase (ast), and iron (fe). The results provided by the customer are shown in the attachment section of this report. The physician was notified of the discrepancy between the original and reruns of this patient sample but the result was not amended. Patient treatment was not affected in this event.

Event description:
This is a follow up report.

Manufacturer narrative:
The patient sample was lithium heparin sst. The customer indicated that the instrument was not experiencing any calibration or qc issues. The customer considered that this was a sample specific issue; however, the sample quantity was insufficient to send to bec for further analysis. The failure mode is unknown without the sample or patient medication list, which is unavailable for review. A bec field service engineer (fse) was not dispatched for this event as the customer is not questioning instrument performance.

Manufacturer narrative:
The patient results were not attached in the original report. This follow up report provides the patient results within the attachment section of this report.